Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report number: 1627487-2013-11585. On (B)(6) 2013, the patient underwent surgical intervention due to receiving inadequate coverage. During the procedure, the leads were repositioned. After the leads were repositioned, the doctor noticed fluid in one of the leads. An impedance check revealed invalid contacts. As a result, the lead was explanted and replaced. Surgical intervention resolved the patient's issue. The explanted product will not be returned to sjm. Both leads are being reported as explanted because it is unknown which lead was replaced.